Event description:
It was reported that the patient had a fall on their implantable neurostimulator (ins) and now felt a shocking around the battery, a burning sensation in the device pocket, and a loss of parasthesia. Impedance testing tested at 3.0 volts) performed on (B)(6) 2014 during a procedure, showed some values >20,000 ohms (4 contacts 25,000 and 30 ,000 ohms). No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3998, lot# l94718, explanted: (B)(6) 2014, product type: lead. Product ID: 3708340, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Follow up information received reported that the insulation on the lead component was deteriorating and there appeared to be multiple fractures. The patient "physician replaced all of the device components. The patient was reported as doing well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot # l94718, implanted: (B)(6) 2001, product type lead. (B)(4).